Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence with multiple cartridges. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem clinical support informed customer that fiasp insulin is off label per the user guide. Reportedly, the customer performed a pump reset to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.